Event description:
The customer reported that the device "hung up". There was nop reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device "hung up". There was no reported pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.